Event description:
It is reported that the patient has a button error on their insulin pump and the button will not work. Patient's blood glucose level is at 170mg/dl. Trouble shooting is conducted and found water damage. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Insulin pump received with button error alarm due to corroded keypad traces. No moisture damage on electronics noted. Insulin pump received with severe scratches on display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.